Manufacturer narrative:
The pod was received not deployed; the pink slide insert was not visible through the viewing window of the top housing. The downloaded data shows the device completed 43 first prime pulses and then was deactivated. Second prime was not completed. The downloaded data shows the device was in pod state 14, indicating the pdm was not interacted with for a duration of time after the completion of first prime. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level of 222 mg/dl.